Event description:
Discordant calcitonin (cal) and acth results were generated on an immulite 2000. The samples were repeated and the results were reported. Patients' treatments were not altered or prescribed. There were no reports of adverse health consequences as a result of the discordant results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the caused of the discordant result was due to sample level sense error. The cause of the sample level sense error is unk. The instrument is performing within specifications. No further eval of the device is required.